Event description:
The manufacturer received information alleging particles in airway from device, particles in tubing/chamber, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam and alleged particles in airway from device, particles in tubing/chamber, there was no report of patient harm or injury. The manufacturer also previously received new and relevant information on (B)(6) 2021 alleging migraine, diarrhea, headache related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added. Patient alleged also hospitalization from using the machine. Section h6 has been corrected/ updated.

Manufacturer narrative:
The manufacturer received new and relevant information on (B)(6) 2021 alleging migraine, diarrhea, headache related to a CPAP device's sound abatement foam. In addition, appropriate health effect - clinical code has been added.